Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water does not get cold in arctic sun device. Per follow up information received via email on 29apr2024, the problem is not yet resolved. They are currently importing parts that may be related to the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water does not get cold in arctic sun device. Per follow up information received via email on 29apr2024, the problem is not yet resolved. They are currently importing parts that may be related to the issue.